Manufacturer narrative:
The most likely cause of the elevated ctni result was a misalignment of the reagent 1 probe. Alignments were performed and the instrument is performing within specification.

Event description:
A falsely elevated ctni result of 0.84 ng/ml was obtained on one patient. A repeat cnti result of 0.06 ng/ml was obtained. Patient was re-drawn and the ctni result was negative. The incorrect ctni result was not reported to the physician. There was no report of adverse health consequences as a result of the reported falsely elevated ctni results. The most likely cause of the elevated ctni result was a misalignment of the reagent 1 probe.